Event description:
The customer reported approximately 40 mls of fluid leaked from the coulter lh 500 hematology analyzer onto the counter top while the customer was running controls. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak from a hole in the tubing at pv 37. The fse replaced tubing through pv 37 resolving the leak. (B)(4).